Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system was explanted due to infection. No pocket erosion was present. No further information is available.

Event description:
New information revealed that the patient was stable following the procedure. During the procedure, the physician discovered a trace to small pericardial effusion and mild to moderate tricuspid regurgitation, which were unaddressed and unaffected by the procedure.